Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina and underwent a coronary procedure to treat a target lesion in the distal diagonal artery. Pre-dilatation was performed using a semi-compliant dilatation catheter. The 2.75 x 15 mm xience prime stent was then advanced to the target site and deployed. However, a dissection was noted, which required an additional stent to treat the dissection. There was no clinically significant delay and no adverse patient sequela. No additional information was provided.